Event description:
Healthcare professional reported left side "large and medium folds", "scarce extra capsular fluid, probably of inflammatory origin", and "simple cyst." The device remains implanted.

Manufacturer narrative:
Continued fax number e1: (B)(6). Continued facility name e1: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, ¿large and medium folds", "simple cyst¿.